Event description:
The customer's wife reported that her husband's blood glucose reached about 500 mg/dl. She stated the cannula dislodged and kinked. When his bg gets high his eye bleeds and he can't see. He used manual injections to bring his bg down when it gets that high. Her husband also uses a continuous glucose meter and sees fluctuations between high and low bgs.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kink in the cannula. The caller also reported that the cannula dislodged from the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."